Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735821 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field and the camera was replaced. Codes b01, c08, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted on the system. No patient was present. Troubleshooting information was provided. The network device interface (ndi) toolbox was checked. Bump status and internal temp were toggled. It suggested that the cmos (complementary metal oxide semiconductor) battery died.

Manufacturer narrative:
H3, h6) the product ID: 9735821r, lot number: p900936, was returned to the manufacturer for analysis. Analysis concluded the reported complaint was confirmed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to october of 2019. There was a 'battery voltage low' message along with 'bump detected' and 'storage temperature exceeded'. The psu passed an accuracy test (aak) at .206 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c08, and d02 are applicable as well as newly reported codes, c07 and c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.